Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused swelling, redness of the cheekbones with the feeling sensation of a first degree burn that appeared 2 months ago. The patient did report to receive medical intervention and saw a physician and was treated with antihistamines and cream. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.